Event description:
It was reported that there was difficulty placing atrial leads at implant. It was reported that the patient was in atrial arrhythmia and the physician thought the atrium was rotated making it difficult to get good placement. Multiple attempts were made with two different leads, but they dislodged or could not achieve a good placement. One of the atrial leads was implanted and the other atrial lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.